Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed an open hole in the lapjoint area of the sheath. Impedance testing shows an electrical open at proximal wave form. It was observed that the catheter leaked at the lapjoint when it was flushed. During image characterization testing, no image appeared in the ilab system . Ic windup was not found within the telescope section of the device. Wind up was not found after dissection of sheath assembly near the distal strain relief. X-ray analysis of the device concluded that the electrical failure was a result of a broken coax cable. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 19jul2016. It was reported that lost image occurred. During a procedure, an opticross¿ imaging catheter was selected for used. On the first usage of the device, no problem had occurred. However no image appeared at 2nd usage. Reconnection of the device did not resolve the issue. The procedure was completed with a different device. No patient complications reported and the patient's condition is good. However, device analysis revealed an open hole in the lapjoint area of the sheath.